Event description:
As reported by the edwards field clinical specialist, due to severe aortic insufficiency (ai) following deployment of the sapien valve, a second sapien valve was implanted within the first. Additional investigation revealed the following: the native aortic valve was moderate to severely calcified. The sinotubular junction was moderately calcified. The patient's ejection fraction was 55%. Prior to deployment, the sapien valve was positioned 50:50 across the native aortic annulus. Post deployment, the valve was positioned 90:10 aortic. During valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and there was no loss of pacing capture. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Per report, during deployment the valve moved aortic, possibly due to septal bulge.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per report, the sapien valve moved aortic during deployment possibly due to septal bulge that may not have been fully appreciated on imaging. The subsequent ai was resolved by the implantation of a second sapien valve within the first. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.